Event description:
It was reported that the customer had an incident with using the secondary library for potassium infusion where the medication infused faster than expected. The secondary infusion was hung with the normal saline hung lower than the potassium bag. The pump was programmed using the secondary library. Medication was set to infuse over 2 hours. 45 minutes after the infusion was started, the potassium bag was almost empty. House supervisor instructed the rn to run the potassium as primary on a second channel and y-site it into the normal saline at the port in the tubing closest to the patient. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: date of event. The actual date reported was 07jan2026. Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had inaccurate delivery was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had an incident with using the secondary library for potassium infusion where the medication infused faster than expected. The secondary infusion was hung with the normal saline hung lower than the potassium bag. The pump was programmed using the secondary library. Medication was set to infuse over 2 hours. 45 minutes after the infusion was started, the potassium bag was almost empty. House supervisor instructed the rn to run the potassium as primary on a second channel and y-site it into the normal saline at the port in the tubing closest to the patient. There was patient involvement, however outcome is unknown.